Event description:
In 2008, this patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. In attempting to implant the trunk-ipsilateral leg component, the 18fr gore introducer sheath was not completely pulled back when the device was deployed and the limb partially deployed in the sheath. Upon removal of the sheath, the distal end of the trunk-ipsilateral leg component was pulled distally into the external iliac artery about .5cm covering the right hypogastric artery. Attempts were made to push the graft proximally in the right common iliac but were unsuccessful. No bypass was performed. The patient tolerated the procedure and is reported to be fine.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Other non-related devices implanted: pxc141000/05307066, pxa260300/05227335, pxa230300/05246156.